Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, ok and contrast keypad buttons had been intermittently unresponsive for two months and were now unresponsive to button presses. The reporter noted that the keypad was almost entirely torn from the edges. It could not determined whether the tactile issues occurred prior to the keypad damage. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were unresponsive; the ok and down arrow buttons responded appropriately. During investigation evidence of contamination was found under all key contacts. The contrast and up arrow button contacts were found to be missing. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.